Manufacturer narrative:
(B)(4) the serial number on the returned sample is (B)(6). The lot number for the returned sample is (B)(6). Additional information obtained from a teleflex representative indicates the returned sample is the correct iabc for this complaint. Returned for investigation was a 30cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number for the returned sample. The sample was returned in a cardboard box and was loosely packed within the original packaging carton. Returned with the sample was a teflon sheath, two (2) 0.025in guidewires, two (2) dilators, and two (2) 30cc inflation driveline tubing. Upon return, the teflon sheath was noted on the iabc bladder; the sheath was noted buckled. Dried blood was blood was noted in the sidearm. The one-way valve was tethered and connected to the short driveline tubing. The bladder was fully unwrapped, a section of the bladder was noted stretched. The bladder likely became stretched due to the removal technique or handling. The outer lumen was noted damaged proximately 35.5cm to 45.6cm from the iabc distal tip. The iabc distal tip was separated and no longer attached to the catheter bladder. Dried blood was noted on the exterior surfaces of the re-turned sample. No obvious blood was noted within the helium pathway. The teflon sheath was noted withdrawn through the teflon sheath and buckled, plus a portion of the iabc bladder was noted stretched, which indicates the iabc was not removed correctly per the instructions for use (IFU). The instructions for use (IFU) states: "do not remove arrow iab through hemostasis sheath introducer or hemostasis device. Once unwrapped (unfurled), balloon profile will not allow passage through the sheath and attempted removal in this manner may result in arterial tearing, dissection or balloon damage." The bladder thickness was measured at six points with measurements ranging from 0.0053in-0.0066in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. An attempt to aspirate and flush the catheter using a 60cc lab-inventory syringe was unable to be successfully completed due to a blocked central lumen. Immediate push back on the syringe plunger was experienced. The blockage was most likely dried blood. The iabc was leak tested using in accordance with testing methods from manufacturing procedure. Multiple leak sites leaks were immediately detected from the outer lumen at the previously noted damage. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 7.9cm and 67cm from the iabc distal tip. The guidewire was able to advance through the central lumen. Some blood and debris were noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint that "the balloon air bag was bad and not functioning properly" is confirmed. During the investigation, the outer lumen was noted damaged, and leaks were noted resulting from the damaged outer lumen. Additionally, the iabc distal tip was no longer attached to the bladder membrane. Due to the combined damages and returned state of the device, it could not be confidently determined which damage occurred first. Unrelated to the reported complaint, the iabc bladder was found withdrawn through the teflon sheath. This indicates the iabc was not removed per the instructions for use (IFU) and could result in damage to the device. An in-service has been requested to review the instructions for use (IFU) with the customer. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the damaged catheter. The root cause of the complaint is undetermined. This will be monitored for any developing trends. A non-conformance has been initiated to further investigate the issue for the bladder detached from the distal tip.

Event description:
It was reported "after the catheter inserted, it was found that the balloon air bag was bad and not functioning properly". Additional information states that the catheter was removed and replaced. The second catheter was inserted into the same insertion site. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported "after the catheter inserted, it was found that the balloon air bag was bad and not functioning properly". Additional information states that the catheter was removed and replaced. The second catheter was inserted into the same insertion site. The patient's current condition is reported as "fine".